Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports: a bug was found on the needle tip, when it was removed from the packaging.

Manufacturer narrative:
The device history record (DHR) for lot number 819023x indicates product and specification requirements were met with no non-conforming product identified relating to this customer report. A lot cannot be released unless it passes all quality and conformance requirements. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. The actual sample involved in the reported event was provided for evaluation. One (1) syringe sample was packaged. One (1) sample was unpackaged, and was missing the safety sheath, and the safety shield had been activated and was locked into the extended position. A complete investigation was conducted. Visual inspection was conducted. The samples were provided to the metrology department for evaluation under high magnification. Normal inspection is completed with zero magnification, under normal lighting, at 18¿. The unpackaged syringe sample was observed under high magnification. A small piece of light colored foreign matter (f.m.), which appeared to be attached to the cannula, was observed. Based on the shape and the light color of the foreign matter (shown in the magnified metrology images), the fm seems to resemble plastic, or cardboard particulate. Visual inspection of the packaged syringe sample found no defects. The defect of ¿a bug found on the needle tip when syringe was removed from package¿ was unable to be confirmed. Based on color and shape of the foreign matter, it is most likely to be either plastic particulate or possibly cardboard particulate. Further investigation was unable to be conducted relating to how further distribution, storage, or handling of the medical device during preparation and administration could have affected the syringe sample. Due to the inability to assess all contributing factors, a definitive root cause could not be determined. Potential contributing factors for the foreign matter particle include, but are not limited to: storage, and handling during preparation and administration methods; cardboard particulate from the production environment could have gotten inside the shield during the assembly process and stuck to the needle lubricant on the cannula; plastic particulate from the assembly machine rails could have gotten inside the shield during the assembly process and stuck to the needle lubricant on the cannula; or cannula received could have contained particulate which originated during production of the cannula at the manufacturer of the cannula. Potential causes that could result in a bug being contained within the sterile package may include introduction during either the manufacture of the paper or film, or during the packaging of the finished syringe. Every precaution is taken during production to prevent contamination by foreign materials. During the manufacturing process, syringes are assembled using automated equipment. There is minimal amount of handling during processing. All molding, printing, assembly machines, syntrons, hoppers, conveyors, and trays are cleaned regularly. Associates wear hairnets, beard covers, and smocks, to prevent foreign material contamination. Totes are lined with new plastic bags to prevent contamination. The following control mechanisms are in place to prevent the occurrence and acceptance of the reported conditions during the molding, printing, assembly and packaging processes, and to ensure components and finished product that meet all quality inspection standards during the syringe assembly processes. The material qualification process requires verification of the stability and performance of the medical device and its components to iso standards. Material verification processes: the resin must pass an inspection, physical testing and certification review before release to the manufacturing floor for production. Manufacturing environments are routinely monitored for air quality to detect any significant changes in air particulate levels in order to ensure controlled environment. Procedures and work instructions exist for the proper handling and verification of materials and the operation of the syringe assembly machine. Personnel are trained and certified in the operation of the molding, printing, assembly and packaging equipment, product evaluation and documentation requirements. Occluded cannula detectors are installed on the assembly machines. During production, the processing equipment is checked regularly to verify that the detection systems are functioning properly to ensure the identification of defective syringes. Records of completed maintenance activities are maintained. During manufacturing inspectors routinely examine product to ensure it meets acceptable quality levels. A lot cannot be released unless it passes all specification requirements. All lots and shop orders are visually and physically inspected to the quality inspection standard, and the statistical sampling must meet the acceptance quality level requirements. The reported customer complaint as reported could not be confirmed. However, the investigation did confirm the presence of either plastic particulate or possibly cardboard particulate. A root cause could not be determined. Potential causes identified include introduction during either the manufacture of the paper or film, or during the packaging of the finished syringe. This complaint will be used for tracking and trending purposes.